Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that his pump is having issues. The customer stated that the letters on the pump seem as if they are all on top of each other and it looks like a different language. Patient's blood glucose at time of incident was 600 mg/dl. Patient's current blood glucose is 600 mg/dl. Customer was thirsty and had dry mouth and was out of energy. The customer treated for high blood glucose with manual injection. Based on customer report customer does not allege pump was under delivering. Customer states the drive support cap appears normal. The troubleshoot was ended was customer could not read the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners and stained address number label.